Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis could not confirm the reason for return. The lead passed all performed physical and electrical tests.

Event description:
It was reported that a lead was exhibiting increased thresholds.